Manufacturer narrative:
H10: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, will not be returned for evaluation. A review of the clinical information provided confirmed that the delivery needle became bent during use resulting in the reported non-deployment. Per the device instructions for use under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a meniscal repair, the t2 implant of the fast-fix 360 could not be deployed since the needle was severely bent; therefore; the anchor could not be pushed forward in the shaft. T1 implant was removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.